Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. G07002 explanation: cause not established, and no specific component was found to be affected. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that items were not available. A technical support specialist determined that the count was wrongly fixed, was able to start medication from the pharmacy, and advised the customer to refer to the case number if the facility had the same issue to resolve. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported that a bd pyxis medbank user was unable to remove an item because it showed unavailable. Morphine sul 100mg/5ml was showing nonavailable when the inventory on hand was 1 for patient. Nurse was able to have item stat from pharmacy. There were no adverse events or injuries reported based on this incident.